Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device was not functioning and was defective. It was further determined that the device was sticking, the motor and controller were damaged inside of the cutout for the trigger, the motor was jammed and the device did not work. It was further determined that the device failed pretest for check oscillation frequency. Min 10800 - 14200 osc/min, check trigger and ecu (electric control unit) function, functional test and trigger test. It was noted in the service order that the device had an undetermined malfunction when used together with another battery oscillator device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.